Event description:
It was reported that a malfunction occurred with the pump, indicated by the malfunction code "malf 1." There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.